Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. No patient consequences reported throughout the procedure.